Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the nbp measurement is inaccurate and the system needs calibration. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by onsite service personnel which included functional testing and calibration. The results of the analysis indicate the measurement was high and the device required calibration. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device had not had routine annual calibration done. The issue was resolved by performing calibration and the product is back in service.